Event description:
On (B)(6) 2007 I received a prolene hernia mesh system for my inguinal hernia repair. Since then I have experienced worsening severe abdominal pain. I have constant pain in the area but the most severe pain comes in debilitating attacks. The frequency of these attacks are becoming more common now with occurrences around 2 to 3 times a week now. It feels as though someone is stabbing me repeatedly in the same area as the mesh. I have seen several doctors and they have ruled out other causes like cysts and my celiac disease which is now under control from a gluten free diet. The celiac pain is much different from this pain and in a different area so it is not related to the celiac. I have read a few online forums and noticed that quite a few others have had the same symptoms as I have. I just wanted the manufacturers to know that there might be a serious complication with the system.